Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) inappropriately went into backup mode. Programming changes were made to reset the device. The patient was stable throughout.